Event description:
The customer called and reported that when he put sensor in new inserter, attempted to insert it and pulled it back out, the whole thing came off and the needle was missing. The customer reportedly felt his skin to make sure it was not in his body. Customer believed it did not have a needle, but did not check the needle hub to see if it was inside. When asked to check, the customer said he could not see it. It was explained that the needle would retract rather quickly, so it may not be possible to see the needle. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.